Manufacturer narrative:
As part of a quality system improvement plan, (B) (4) conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to (B) (4) from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 2 events associated with this event type (revision surgery required) and product code (meh).

Event description:
Revision surgery required. It was reported that an obese pt fell down a flight of stairs and had a 6" inch restoration stem break as a result. It was also reported that revision surgery was performed on july 20. Further, it was reported that the pt was (B) (6) and has only had the stem for 16 months. The sales rep reports that the surgeon attributed the break to the pt's accident.